Event description:
Affiliate reported that the device was implanted because overdrainage was noted at 190mmh2o. But the overdrainage was noted even after the implantation and another valve (competitor's) was added. The affiliate also explained that the over drainage did not improve after the sg was implanted. Therefore, the doctor doubted if the sg correctly controlled the fluid rate.

Manufacturer narrative:
Codman has requested to have the device for evaluation. Upon completion of the investigation, a follow up report will be filed.